Event description:
A falsely elevated troponin I result of 0.61 ng/ml was obtained. The result was reported to the physician. The sequential sample was tested and a result of <0.04 ng/ml was obtained. The same sample was retested on an alternate methodology and a result of 0.0 ng/ml was obtained. The samople was retested on the same instrument and a result of < 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The msot likely cause for the falsely elevated troponin I result is hm maintenance.